Event description:
The patient reported experiencing a jolting feeling when lying down. The patient noted taking a fall from a boat about two months ago and thinks that may have done something to the device. Follow up was attempted with the patient's physician, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-45, implantable pacing lead, (B)(6) 2012; 5072-45, implantable pacing lead, (B)(6) 2012. (B)(4).